Manufacturer narrative:
Section b6: additional information. Section g3: correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25mar2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a colonscopy on (B)(6) 2019 due to major bleeding from angiodysplasia in the large intestine beginning (B)(6) 2019. The patient was hospitalized and received a blood transfusion. The event resolved on (B)(6) 2019. This was reported as not device related or related to implant procedure.